Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that three hours after intra-aortic balloon (iab) insertion a ¿rapid gas loss¿ alarm occurred. The iab pump (iabp) was restarted to continue therapy, however the same alarm occurred within three minutes after restarting and blood was noted in the catheter tubing. The iab was removed and therapy was discontinued. It was noted that vessel has little calcification and tortuosity, and no patient move during therapy. There was no reported injury to the patient.

Event description:
It was reported that three hours after intra-aortic balloon (iab) insertion a ¿rapid gas loss¿ alarm occurred. The iab pump (iabp) was restarted to continue therapy, however the same alarm occurred within three minutes after restarting and blood was noted in the catheter tubing. The iab was removed and therapy was discontinued. It was noted that vessel has little calcification and tortuosity, and no patient move during therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 25.4cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was confirmed at the inner lumen separation. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported problem. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. The evaluation confirmed the reported event. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that three hours after intra-aortic balloon (iab) insertion a ¿rapid gas loss¿ alarm occurred. The iab pump (iabp) was restarted to continue therapy, however the same alarm occurred within three minutes after restarting and blood was noted in the catheter tubing. The iab was removed and therapy was discontinued. It was noted that vessel has little calcification and tortuosity, and no patient move during therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint #(B)(4); record ID (B)(4).